Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 550 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated the hospitalization was due to issues with hormones. The customer was discharged from the hospital the following day. The customer mentioned issues with a keypad anomaly on their insulin pump. The customer did not troubleshooting the issue. The customer did not return the product back for analysis.